Manufacturer narrative:
Additional information: b1, b2, b5, h1, and h6.

Event description:
Additional information was received that inappropriate defibrillation therapy was delivered due to the noise resulting in oversensing on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.